Event description:
Caller reported aviva blood glucose results: 260 mg/dl 9:11 am 162 mg/dl 9:13 am 351 mg/dl 9:16 am reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.